Event description:
Rubber sleeve not retracting over needle after blood collection tube is removed. Clinician came in contact with blood as a result. Clinician was wearing protective gear, no medical intervention required.

Manufacturer narrative:
Attached is the initial investigation report of same lot of product. Sample has not been returned for evaluation. After receipt of sample, the investigation will continue and subsequent report sent to FDA.